Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on top of the cassette after canceling their pd treatment. The fresenius liberty select cycler machine did alarm with an air in cassette alarm which prompted patient to cancel/stop treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior top part of the cassette. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when daughter who is trained in using continuous ambulatory peritoneal dialysis (capd) could assist with the manual treatment. There was no damage noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on top of the cassette after canceling their pd treatment. The fresenius liberty select cycler machine did alarm with an air in cassette alarm which prompted patient to cancel/stop treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior top part of the cassette. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when daughter who is trained in using continuous ambulatory peritoneal dialysis (capd) could assist with the manual treatment. There was no damage noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for physical evaluation.